Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved chemolock¿ which visibly leaked between chemolock injector and chemolock port. The medication being infused was 5fu (fluorouracil) and the product was used for 2 days and 10 hours. The chemo spill was cleaned up per facility protocol and a spill kit was used. There was no reported delay in therapy. There was patient involvement, however, there was no harm reported as a result of the event.

Manufacturer narrative:
Corrected information in b1 section.